Event description:
(B)(4). Extreme pain, near fainting and nausea during and direct after placement of the essure device. Since placement up until now: menorrhagia, irregular menstrual bleeding with clots, prolonged menstrual bleeding (up until 3 months continuous non-stop heavy bleeding). Allergic reactions, infections throughout body (vagina, throat, mouth, skin). Abdominal pain, pain during sex.